Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead, the patient developed a hematoma at the pocket site. The patient had a fairly significant hematoma despite the pocket being clear, which appeared to be most likely a sub-pectoral hematoma from a copious back bleeding of the vein due to the patient¿s atrial/ventricular fistula. The hematoma was medically treated. The lead remains in use. The patient was enrolled in the post approval network clinical study. No further patient complications have been reported as a result of this event.